Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there were two foreign matter inside the tube, and one with a crack tube. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: bd received six samples from lot# 3122406. The returned samples and 5 photos were reviewed and the indicated failure modes of foreign matter, damaged tube, and additive abnormality were observed. Bd received two samples from lot# 3093771. The returned samples along with the photos were visually evaluated and the indicated failure modes of damaged tube and embedded fm in the tube wall were observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed on lot# 3122406 with respect to foreign matter, damaged tube, and additive abnormality. This complaint has been confirmed on lot# 3093771 with respect to embedded foreign matter and damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there were two foreign matter inside the tube, and one with a crack tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3093771. D.4. Medical device expiration date: 31-aug-2024. H.4. Device manufacture date: 03-apr-2023. D.4. Medical device lot #: 3122406. D.4. Medical device expiration date: 30-sept-2024. H.4. Device manufacture date: 02-may-2023.